Event description:
Customer reported to beckman coulter, inc (bec) that larger than normal amount of diluted blood was left on stopper caps after piercing on the unicel dxh 800 coulter cellular analysis system. Customer reported that the leak was contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found diluent dripping on the tubes intermittently. The fse found the clear tubing to the wash collar was on the wrong side. The fse corrected the tubing and verified the instrument.

Manufacturer narrative:
(B)(4).